Manufacturer narrative:
Implant regio 13 fractured. Construction was a upper jaw prosthesis on 2 implants. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.